Event description:
Repeatedly dr noticed in his practice that the translucent caps off syringe tips get lost on the floor in the exam table arena when vaccinations are being given. These caps are just the right size to obstruct small airways, and therefore are dangerous. Recently, in the local hosp, a syringe cap got in the airway of a youngster who was having cleft palate work performed. It would be his recommendation that mfrs brightly color all plastic pieces that are of a size that could obstruct the airway.